Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a pascal precision procedure in mitral position where after retreating to the left atrium, a new eccentric jet was observed on the echo. It was decided to change to an ace. With the ace there was still not improvement in mr, gradient 6mmhg. It was also decided to bail out. Starting mitral regurgitation grade was 3 and remained the same after the procedure. The patient was stable, awake and oriented.

Manufacturer narrative:
The complaint for leaflet damaged while capturing was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Despite tee images provided, evidence of device related leaflet damage was unable to be confirmed. Available information suggests that operational context likely contributed to the event. As reported, several grasping attempts were done without improving the mitral regurgitation. An injury to the posterior mitral leaflet (pml) was likely caused by the traction during the closure of p10, leading to the observation of a new eccentric jet on the echo. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, these events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal/precision IFU and training materials provide adequate instructions on device usage and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.